Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and investigation found a broken conductor wire at the proximal end, near the junction of the main tube and roll gear. It failed the electrical continuity test, and no thermal damage was observed. The complaint was confirmed by failure analysis. The probable root cause is attributed to manufacturing defects, specifically from pinched or kinked wires during the assembly process.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm monopolar curved scissors instrument had an electrical issue not working. The procedure was completed with no reported injury.